Event description:
Laparoscopic cholecystectomy: "applied medical 5mm clip used. Repeatedly misfired requiring multiple firings with potential damage of cystic duct. It is a poorly designed instrument. Removal of instrument dislodges operative trocar addition. Reason for use: clip used to close cystic duct during laparoscopic cholecyst."patient status: "n/a"

Manufacturer narrative:
A 12/12/14 updated - resend this report due to "failed" error message on the submission result summary. This report is to follow up with (B)(4). Event date not sure from the hospital additional information per rep. Pleas see - form: b. Adverse event or product problem investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
Additional info from rep 5/8/14. Laparoscopic cholecystectomy - "clip comes off applier before it is completely closed, requires repeated application. The clip applier removes the 5mm port when it is removed from the abdomen." Type of intervention - repeated trauma to cuystic duct. Patient status: recovered.

Manufacturer narrative:
(B)(4) 2014 updated - resend this report due to "failed"error message on the submission result summary. This report is to follow up with (B)(4). No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.